Event description:
Customer reported her blood glucose kept going low. Customer stated her blood glucose was 60 mg/dl and she ate something then it went up to 107 mg/dl and it was not normal it only went up a couple of points. At lunch her blood glucose was 40 mg/dl and drank a whole soda pop and when she got home her blood glucose was 70 mg/dl. Customer stated she has had the flu but it should make her blood glucose go up and not low. Troubleshooting was performed. The drive support cap appeared normal. The device had a crack below the screen. Customer was disconnected during prime and last set change was on december 15. The device was not exposed to an MRI. Reservoir was showing the same amount of insulin and display on the device. Customer was advised to monitor the device. Due to the damage of the device customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.